Event description:
During a remote follow-up, loss of capture and over-sensing were observed on the right ventricular (rv) lead. No intervention has been performed. The patient was stable and will continue to be monitored.

Manufacturer narrative:
D4- primary unique device identification (UDI) number cannot be provided as a product identifier could not be obtained.

Event description:
Additional information was received that the event was resolved by reprogramming the device.